Event description:
It was reported the pt was unable to adjust their stimulation. The stimulation groups could not be adjusted. The pt had turned the device off prior to driving and then, when the device was turned on, the pt was not feeling stimulation on the right side. No troubleshooting was reported. The device was later explanted (date unk) and returned to the manufacturer with no additional info.

Manufacturer narrative:
Preliminary device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.